Manufacturer narrative:
(B)(4). Although a valid lot number was not originally reported, a potential lot was obtained through the sales history. The potential lot is 73m2000054. Per DHR the product visistat 35w 6/box lot # 73m2000054 was manufactured on 12/01/2020 a total of (B)(4) pieces. Lot was released on 12/16/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned sample revealed that the staples appeared misaligned. The stapler was returned with its trigger partially engaged and 40 staples left in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate this visistat jamming issue. The reported complaint of "jamming - resistance felt at trigger" was confirmed based upon the sample received. Visual examination revealed that the staples were misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. The misalignment could also cause the trigger to jam. The sample was disassembled and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
The staples jammed in the stapler so that the user could not squeeze the trigger as it was too tight during a surgery. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staples jammed in the stapler so that the user could not squeeze the trigger as it was too tight during a surgery. Therefore, a new unit was used instead.